Event description:
It was identified that the customer's basal programming was unknown. The customer reported that they are trying to give a bolus but the insulin pump is not giving the bolus. The customer's blood glucose at the time of the event was 275 mg/dl. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.